Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed as the bands were knotted and twisted together. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 26, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1 (initial reporter address 2): (B)(6). Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on march 26, 2024.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1 (initial reporter address 2): (B)(6). Block h10: the returned speedband superview super 7 was analyzed, and it was found that the device was returned with the ligator housing with one band still attached to it. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing still had one band attached to it. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It is also possible that the technique used by the physician when deploying the bands made the bands get twisted together and not being able to deploy by pulling the trip wire from the handle with too much force. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed as the bands were knotted and twisted together. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 26, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed as the bands were knotted and twisted together. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.